Manufacturer narrative:
Follow-up # 1 - device evaluation: the device has been returned and evaluated by product analysis on 4/29/2016 with the following findings: a review of the pump black box data showed an unexpected pump reboot event. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged. The returned battery cap was missing the yellow o-ring but it was still able to fit to the pump and maintain an electrical connection. The battery cap¿s contact height was below specification and the contact width was within specification. The battery cap was fastened and then unscrewed half a turn with no power reboots occurring. The pump¿s ¿ez-prime¿ steps were performed correctly and there were no power interruptions or any errors, alarms or warnings that occurred during the investigation. The investigation was unable to duplicate ¿intermittent power¿ complaint. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board or to the cgm module. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.